Event description:
It was reported that an em2400 valve set was leaking. It was further reported that the operator noticed a complete change in colour from the tubing coming out of the valve set. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional initial phone no.: (B)(6). Initial reporter address - should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: march 12, 2021 - march 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Unaided eye visual inspection was done which did not identify any abnormalities that could have contributed to the reported condition. Functional system level testing using the em2400 exactamix main module was performed and a leak was not observed on the sample. The sample was evaluated by reproducing the customer complaint as closely as possible by attaching a lipid solution to ports 1 through 4. The valve set was then analyzed at various points throughout the prime, verify process, and pump calibration process. No leak was observed from ports 1 through 4. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted..